Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 300 mg/dl at the time of incident. The current blood glucose level is 50 mg/dl. The customer treated high and low blood glucose with dose from insulin pump and insulin pen. Customer experienced symptoms such as kidney pain. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported performed high pressure test but it failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.